Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the cartridge had been filled with 400 units of insulin. Blood glucose level was 126mg/dl. The customer reloaded the cartridge and successfully completed the load sequence.